Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe a collar wash valve failed. The valve was replaced to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that they found liquid in the reagent probe drip tray of their unicel dxc 600 pro synchron system. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.